Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found haptic deformed and stretched out. Claim#: (B)(4).

Manufacturer narrative:
Type of investication 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -5.00/1.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same size, similare (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.